Event description:
(Drug/diluent: marcain 0.5% with epinephrine in saline). (Fill volume: unknown & flow rate: unknown). (Procedure: right shoulder arthroscopy). (Cath place: shoulder joint). Patient allegedly suffered degeneration of cartilage and tissue damage in the shoulder following placement of a pain pump catheter into his shoulder joint following surgery on or about (B)(6) 2008.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. Results: the information contained herein is based on the information provided by the initial reporter. The report did not provide any specific information concerning the procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The on-q pump direction for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivicaine) and the subsequent development of chondrolysis." (Dfu 1304265, rev. L). I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev.e). If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.